Event description:
Rupture of the inlet pressure header during unloading of the set at the end of treatment. It is to be noted that the instructions for use related to this defect (visual inspection of the inlet pressure pod and limitation of pressure at this connection) were not applied during the treatment. No sample available. No clinical consequence. No external blood leakage.